Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge was due to the main pcb and the internal battery. The internal battery and pcb were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was intermittently charging its internal battery. There was no patient injury reported as a result of this incident.